Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patients ipg was removed and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.